Event description:
It was reported that the physician contacted boston scientific technical services (ts) regarding elevated shock impedance measurements from this implantable device. Ts provided generalized advice as the device data was not provided. Information has been requested regarding the specific shock impedance measurements, but a response has not yet been received. At this time, the device remains implanted and in-service. No adverse patient effects were reported.